Event description:
It was reported that while the external pulse generator (epg) was attached to a patient, the epg shutdown and was not backed up during a battery change. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device was checked and the backup of the power supply at the battery exchange was operating normally. (B)(4)